Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The lesion being treated was located in the moderately tortuous right common iliac artery. The physician implanted a non-bsc stent in the target lesion then advanced a 10.0 x 40/80mm sterling balloon catheter for postdilation. Upon the third inflation at 6atms the balloon ruptured. The device was successfully removed and the procedure was completed with a different device. Not patient complications were reported and the patient's status is good.